Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 50.7cm was returned for analysis. External insulation abrasion was noted at 10.1-11.0cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location. Internal insulation abrasion was noted at 13.1-14.5cm from the distal tip. The etfe coating was damaged during explant at this location. Internal insulation abrasion was noted at 29.0-30.3cm and 31.0-32.7cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.